Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty in the right coronary artery (rca). A 90% stenosed target lesion was located in the mildly tortuous and moderately calcified rca. Following predilatation with a 2.5 x 9.0mm semi compliant balloon, a 2.25 x 20mm stent was deployed in the distal rca. Then, a 3.00 x 48mm synergy stent was deployed at the proximal mid rca lesion site. The stent was deployed at 16 atmospheres with no issues encountered and post dilated at 18 atmospheres with a 3.25 x 12mm non-complaint balloon. Post deployment, a dissection occurred at the proximal stent edge. The patient had stable angina. A 3.50 x 24mm synergy stent was used to cover the dissection and complete the procedure. There were no further patient complications and the patient was stable post procedure.